Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the cause of the white residue in the air/water channel and air/water cylinder could not be established. In addition, the cause of the noisy image with an e216 scope communication error was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope had a noisy image with an e216 scope communication error. In addition, there was white residue in the air/water channel and air/water cylinder. There was no patient involvement.